Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer called to inform that her husband was discharged with 1 box of pleurx bottles . There are 10 bottles in the box , out of which apparently 3-4 bottles is faulty i.e when she open the package , the tube was disconnected from the plunger . She has used 2-3 of these faulty bottles , what she did was to push the tubes back into the plunger . She was successful but the bottle thus connected was not able to drain as much fluid . It stop draining after about 300-400 ml . What was the impact to the patient? ( cost because paid for a bottle which cannot be used ). Where is the catheter located? Abdomen or chest ( not relevant as is vacuum bottle issue , patient has a peritoneal drain inserted for ascites drainage ).

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the drainage line is not connected to the plunger, verifying the reported failure. A physical sample was sent from the customer however the sample was lost in transit. Please understand that this is a rare occurrence, and we apologize. We are still looking for them and should they be located; we will re-investigate and respond back to you with the results. A review of the internal manufacturing device records and raw material history files for the lot 0001390662 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
Customer called to inform that her husband was discharged with 1 box of pleurx bottles. There are 10 bottles in the box , out of which apparently 3-4 bottles is faulty i.e when she open the package, the tube was disconnected from the plunger . She has used 2-3 of these faulty bottles , what she did was to push the tubes back into the plunger . She was successful but the bottle thus connected was not able to drain as much fluid . It stop draining after about 300-400 ml . What was the impact to the patient? ( cost because paid for a bottle which cannot be used ). Where is the catheter located? Abdomen or chest ( not relevant as is vacuum bottle issue , patient has a peritoneal drain inserted for ascites drainage).